Manufacturer narrative:
Product ID: 8835 serial# (B)(4), product type programmer, patient product ID: 8731sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient's catheter had dislodged from the intrathecal space. The patient presented with a sudden increase in pain. The migration was confirmed by an x-ray taken on (B)(6) 2011. To address the issue, the physician aggressively increased the daily dosage of medication on (B)(6). It was reported that the patient recovered without sequela.